Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 13. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, no; cycle applier, yes and lockout functional, no. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and functional test, it was concluded that the reported incident during surgery may have been caused by an improperly installed trip/anti-backup spring. The applier was rec'd in good physical condition and with a clip in the jaws, which was dislodged upon removal from the bag. There were two clips returned with the applier, one was formed properly and the second had been closed over the apex of the first. The applier cycled and fired the remaining 12 clips, of which none of them were observed to scissor, and all of which had acceptable form. The trip spring was found to have been improperly installed which caused it to stall and the clips had to be fed manually. The mispositioned clip spring was due to assembly error. It was concluded that closure of one clip over another could give the appearance of a scissored clip. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
It was reported the instrument was used during a fem-pop bypass. It was reported the clip applier did not fire properly. Clips were scissoring. A second applier had to be opened to finish the case. There was no consequence to the pt.